Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when clipping the vessel, the clips did not appear to be fully closed, causing some leaking. Finished the case with the same device and did not feel to open a second device. There was no patient injury.